Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable event that occurred in the USA. Note: delayed emdr submission was due to FDA esg webtrader account system software issues, per FDA esg help desk ticket # (B)(4) (and subsequent ticket # (B)(4)). Hoya due diligence is documented under internal (B)(4). Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Damaged haptic after implantation. Model, diopter, and serial number were not provided. Broken trailing haptic. Implanted cut out replace with another iol. Patient impact: explantaion. Patient health not impacted; patient has recovered and is fine.

Event description:
Damaged haptic after implantation. Model, diopter, and serial number were not provided. Broken trailing haptic. Implanted cut out replace with another iol. Patient impact: explantation. Patient health not impacted; patient has recovered and is fine.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for an event that occurred inside of the USA. The report includes additional information not available/included in the initial report. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product and the product serial number were not available for investigation. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.